Manufacturer narrative:
This device is not sold in the us but a similar device is. The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that a piece of foreign plastic material exited the device during the forceps insertion test. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for a regular maintenance. There is no patient involvement and no harm reported to any patient or persons. Upon evaluation of the returned device, it was observed that a piece of foreign plastic material exited the device during the forceps insertion test. This medwatch is being submitted for the reportable issue of foreign matter found exiting the device during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due device handling. Olympus will continue to monitor field performance for this device.